Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [750 mcg/ml] at a flex dose rate of 193.9 mcg/day. The indications for use were non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient experienced chest tightness, severe headache and weakness, along with anxiousness, as the patient was admitted to the hospital. It was reported that the patient thought it was an overdose situation. The event date was (B)(6) 2018. It was stated that the pump was refilled 3 days ago from the date of the report (2018-feb-23). It was noted that the patient did not have a fever, and meningitis was ruled out. The caller had interrogated the pump and everything was normal. An inquiry was made regarding flex programming versus simple continuous programming. It was stated that the caller would confer with the doctor. No further complications were reported or anticipated.